Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter read inaccurately high compared to feeling/normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014. At unspecified dates/times, the patient reportedly obtained blood glucose readings of ¿172, 177, and 176mg/dl¿ with the subject meter. The patient denied testing her blood glucose with another device and also denied making any changes to her insulin regimen in response to the alleged meter issue. At an unspecified date/time afterwards, the patient reportedly developed symptoms of sweating, rapid heart rate, headache, and felt tired. On (B)(6) (in the afternoon), the patient reportedly consumed food and/or drink as treatment. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.